Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the placement of the patient's drg lead at c6, the physician punctured the dura mater with the needle. The lead was implanted and the procedure was completed. However, in the afternoon the patient experienced pain along the arm. Subsequently, the lead was removed the next day and the patient was monitored.

Event description:
Follow up information identified the patient was transferred to the neurology department, and the patient was undergoing hand therapy. In addition, the issue of the csf leak resolved.